Manufacturer narrative:
Analysis revealed that the anchor deployment tool was returned with the anchor still attached/stuck on the hypotube. The anchor did not properly detach from the ascenda tool and was not able to be used. The proximal side of the anchor showed significant tearing. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while trying to deploy an anchor in the operating room, the health care provider (hcp) struggled to get the anchor to exit the end of the "adt" and the anchor would not deploy. The hcp reportedly used enough force to put a slice in the anchor without the anchor deploying onto the catheter. It was noted the anchor was never implanted.